Manufacturer narrative:
The device was returned for investigation. Visual inspection confirms the distal threads have sheared off. The failure appears to be the result of the device not being completed unthreaded from the mating screw upon release; therefore, excessive force is placed on the male threads causing them to fracture and break. Review of the device history record indicates there were no issues during the manufacture of this product that contribute to this complaint condition. Warnings: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.

Event description:
It was reported that the distal threads of the driver have sheared off. There was no report of patient involvement.